Event description:
It was reported the device did not generate a critical alarm for an arrhythmia. It was indicated the alarm did not sound so the nursing staff was unaware of the arrhythmia. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed. The device was in use on a patient at the time of the event.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported a technical malfunction with the device. According to the department, the patient had an arrhythmia, and the alarm did not sound at the central station. The nurse recalled the incident occurred on (B)(6) 2025 between 16:02:36 and 16:02:44. Three fault alarms asystolie, vent rhythm ECG arythmie were displayed in yellow on the log. The philips remote service engineer (rse) indicated for each of the arrhythmias, the alarm sounded well at the central station: technical alarm tone issued, and yellow alarm tone issued. In order for the alarm to be triggered on the other monitors at the bedside in the room, it is necessary to ensure that the alarm in question is eligible. The rse provided the customer with examples of the configuration. The customer expected these alarms to go off as red alarms; however, this was not the case, since these were yellow alarms. Good faith efforts (gfe) response indicated no other information was able to be obtained regarding the patient and log data. Summary of technical complaint investigation: the logs were downloaded by the rse and sent to the product support engineer (pse) for further analysis. The pse examined the logs and agreed with the findings of the rse. The central station data system alarmed the following conditions on (B)(6) 2025. (B)(6) 2025 15:52 lit7p xbrady 26 less than 30 ended. Piic ix: usic. (B)(6) 2025 16:02 lit7p ECG arythmie generated at 16:02:36. Piic ix: usic. (B)(6) 2025 16:02 lit7p vent rhythm generated at 16:02:42. Piic ix: usic. (B)(6) 2025 16:02 lit7p ECG arythmie ended piic ix: usic. (B)(6) 2025 16:02 lit7p ECG arythmie (patients stimules uniquement) generated at 16:02:44. (Fc 44) piic ix: usic. (B)(6) 2025 16:02 lit7p vent rhythm ended at. Piic ix: usic. (B)(6) 2025 16:03 lit7p pause generated at 16:03:23. (Fc 61) piic ix: usic. (B)(6) 2025 16:03 lit7p ECG arythmie (patients stimules uniquement) ended. Piic ix: usic. (B)(6) 2025 16:04 lit7p asystolie generated at 16:04:19. (Fc 0) piic ix: usic. (B)(6) 2025 16:04 lit7p pause ended. Piic ix: usic. (B)(6) 2025 16:05 lit7p silence mon11. (B)(6) 2025 16:05 lit7p silence mon11. Based on the information available and the logs provided, there were no problems identified within the logs. The system was confirmed to be working according to specification. Additional information was received, indicates there does not appear to be any device malfunction; however, it remains unknown whether there was delay in care nor what the patient outcome was. No change in assessment. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer reports a technical malfunction with the device. According to the department, the patient had an arrhythmia, and the alarm would not have sounded at the central station. The nurse recalled the incident that occurred on 18/09/2025 between 16:02:36 and 16:02:44. Three fault alarms stim + rhythm wind + esv salvo were displayed in yellow on the log. The philips remote service engineer (rse) indicated for each of the arrhythmias, the alarm sounded well at the central station: "technical alarm tone issued" and "yellow alarm tone issued". In order for the alarm to be triggered in the beside interbed in the other monitors in the room, it is necessary to ensure that the alarm in question is "eligible". The rse provided the customer with examples of the configuration. The customer expected these alarms to go off as red alarms; however, this was not the case, since these were yellow alarms. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.